Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to plug the pump into a working wall outlet with the tandem charging supplies and wait for at least 30 consecutive minutes. Upon follow-up, the pump indicated it was charging.